Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose almost everyday or every other day. Customer stated that patient blood glucose had been increasing by 100 mg/dl without eating. Customer's blood glucose was 444 mg/dl. Customer stated that the patient was not getting insulin. Customer stated that the infusion set was set up under his arm. The customer was advised to speak with healthcare provider about the other approved site. Customer stated they are having trouble seeing if the cannula was bent. Troubleshooting was completed and customer changed out the entire infusion set. The customer was advised to monitor his blood glucose and insulin pump and call back if further assistance is needed. No further information provided.